Event description:
It was reported that the nurse sent in data files showing the device was not cooling. A check of chiller temperature (t4) showed it was cold initially and then failed high. Mis stated this was indicative of a chiller failure, the nurse requested a quote for depot repair and a loaner. Per wo update on (B)(6) 2022, biomed needed tech support received device from nursing unit with unknown alert during therapy. Per sample evaluation results received on 15dec2022, the root cause was determined to be a failed chiller. The chiller no longer functions to cool the water in the chiller tank. It was reported that the double bend tube found expanded during servicing. It was stated that the tears found in the tank seals. It was also stated that the chiller molded tube was replaced due to tearing at the chiller nipple tube end when removed from the chiller. It was noted that the circulation pump motor and mixing pump motors had excessive wear in the bearings discovered during pump maintenance. It was also noted that the double-bend tubes, tank seals, and chiller molded tubes had been replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse sent in data files showing the device was not cooling. A check of chiller temperature (t4) showed it was cold initially and then failed high. Mis stated this was indicative of a chiller failure, the nurse requested a quote for depot repair and a loaner. Per wo update on 01dec2022, biomed needed tech support received device from nursing unit with unknown alert during therapy. Per sample evaluation results received on 15dec2022, the root cause was determined to be a failed chiller. The chiller no longer functions to cool the water in the chiller tank. It was reported that the double bend tube found expanded during servicing. It was stated that the tears found in the tank seals. It was also stated that the chiller molded tube was replaced due to tearing at the chiller nipple tube end when removed from the chiller. It was noted that the circulation pump motor and mixing pump motors had excessive wear in the bearings discovered during pump maintenance. It was also noted that the double-bend tubes, tank seals, and chiller molded tubes had been replaced.